Event description:
It was reported the controller on the tdxsp-mcg powered wheelchair continually indicates a reset is required. The user has reportedly attempted to reset the controller with no success. At this time, the chair is stuck at a 170 degree angle.